Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. A medtronic representative, following up with the site, tested the navigation system and was unable to replicate the reported issue. The medtronic representative performed a navigation system check-out, all areas passed. A software investigation was completed and determined the tracer pattern is not correct for a proper tracer registration. Software is functioning as designed. A review of the patient exams found there was artifact around the model; very few points were traced on the nose and no points were traced on the left side or back of the head. The exams also showed the surgeon traced with too much pressure causing some points to store partially under the surface of the skin. The guidance documentation that accompanies this devices provides instructions regarding proper tracer registration pattern and registration techniques.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that during a cranial resection the surgeon alleged the navigation system was inaccurate by 2- 3 centimeters. The inaccuracy was observed approximately 1 hour into the procedure. The surgeon opted to complete the procedure without the use of the navigation system. There was no known impact on patient outcome.